Manufacturer narrative:
Medtronic received additional information that the reason for replacement was moderate to severe aortic insufficiency. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 3 years and 3 months post implant of this 21 mm aortic bioprosthetic valve, it was replaced valve-in-valve with a 23 mm transcatheter aortic valve replacement (tavr) for unknown reasons. No additional adverse patient effects were reported.